Event description:
The port became difficult to access & landmarks were not easily found. Before explanting, the port could not be infused or aspirated. The port was deemed unusable & explanted on 10/11/95. It appears the septum has broken down & bubbled out of the port body.